Event description:
Pt had a posterior lumbar interbody fusion on (B) (6) 2010. Pt was positioned prone on a mitzuho axis jackson table; model #5803, reference #6977 and (B) (4). The table is designed to deliver periodic soft tissue message action and stimulates chest and hip/thigh pressure points during surgery with a prone pt. The tubing connected to the support cushions was checked and was working. Post-op, it was noted that the pt had bilateral redness on the chest in the shape of the jackson table chest support, redness also noted in left groin area. Pt complaining of pain and tenderness to these areas.